Event description:
Updated event description. Concomitant device reported. Set screw (part# 102000000, lot# 299288, qty 2). This complaint involves seven (7) devices.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage visual inspection: the viper prime inserter shaft (p/n: (B)(6) , lot #: mf4292701) was returned and received at us cq. Upon visual inspection, there were scratches and nicks all over the device but have no impact on the device functionality. Also, the distal tip of the shaft was observed to be stripped. Reported condition of broken was not confirmed as there is no evidence of breakage observed on the device. No other issues were identified with the returned device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed viper prime inserter shaft assy (current) and (manufactured) were reviewed. Dimensional inspection: no dimensional inspection was performed as there was no damage that warranted dimensional inspection complaint is confirmed. Investigation conclusion the complaint condition was confirmed for the viper prime inserter shaft (p/n: (B)(6), lot #: mf4292701) as the distal tip of the shaft was found to be stripped. There is no indication that a design or manufacturing issue has caused the complaint condition. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for viper prime inserter shaft was conducted identifying that lot number mf4292701 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 18 apr 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, upon instrument assembly for a spinal fusion procedure, the driver sleeve nut could not be unlocked. This prevented the complete screwdriver assembly. The set screwdriver instrument handle locked in an upright position and could not be unlocked and brought down. The issues with these instruments occurred during pre-operative setup. Another device set was used to complete the procedure. There was no patient consequence and no surgical delay. This report is for one (1) viper prime inserter shaft. This is report 2 of 3 for (B)(4).